Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: to activate the ble communication, you need to enter the unique transmitter ID into your pump. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the customer had entered the incorrect transmitter ID into the pump. The correct transmitter ID was entered, however, the reported issue persisted. A root cause could not be determined. A replacement transmitter was sent to the customer. No additional patient information was available.